Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient has a failing lead. The right ventricular (rv) lead exhibited high capture thresholds and loss of capture. The rv lead remains in service. No adverse patient effects were reported.